Event description:
An air embolism occurred, and the procedure was cancelled. During the procedure, a versacross access solution kit was selected for use for an atrial fibrillation (a fib) ablation procedure. It was reported that the monitor displayed "air ingress", thus the procedure was cancelled. The physician aspirated the embolism and confirmed that there was air inside of the patient on imaging. No other issues were reported. A non-boston scientific small bore lasso catheter was used after transseptal. The irrigation was never interrupted or stopped during the procedure. In the physician's opinion, the versacross devices did not malfunction during the procedure nor contribute to the adverse event. It is expected for the patient to fully recover. Product is not expected to return for analysis (disposed). It was further reported that a versacross connect access solution was also selected for use for the watchman procedure, guided by a transesophageal echocardiogram (tee). The versacross rf wire was used as a starter wire. A total of four (4) transseptal punctures attempts (tsp) with versacross connect were done, all too posterior and high, leading to multiple failed watchman deployments. Therefore, the versacross device was replaced to a standard versacross; however incomplete closure despite multiple deployments of the watchman device. The patient experienced hypotension, recurrent air embolism with ste and hypotension. The procedure was aborted. Later on, an acute right lower limb ischemia in the setting of severe femoral artery stenosis was reported. No interventions were further disclosed.

Manufacturer narrative:
Due to additional information received, the fields a1 (patient identifier), a2 (age at time of event & unit of measure - age), a4 (weight & unit of measure - weight), b5 (describe event or problem), b7 (other relevant history), f10 and h6 (patient codes (1) and device codes (1)) were updated. Thus, this supplemental report is being filed. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A conclusion has yet to be established as the investigation is incomplete.

Event description:
An air embolism occurred, and the procedure was cancelled. During the procedure, a versacross access solution kit was selected for use for an atrial fibrillation (a fib) ablation procedure. It was reported that the monitor displayed "air ingress", thus the procedure was cancelled. The physician aspirated the embolism and confirmed that there was air inside of the patient on imaging. No other issues were reported. A non-boston scientific small bore lasso catheter was used after transseptal. The irrigation was never interrupted or stopped during the procedure. In the physician's opinion, the versacross devices did not malfunction during the procedure nor contribute to the adverse event. It is expected for the patient to fully recover. Product is not expected to return for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.